Event description:
After performing an upright kub the table was lowered by a technician while another technician lowered the x-ray tube. Technician lowered the tube to angle and then lock it in place. The lock did not hold the tube in place and it reverted to its normal postition and struck tip of patients toe resulting in pain, no fracture. Upon inspection, the lock was found to be loose and subsequently tightenedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.